Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the generator was dropped and then later used during a surgical procedure. During the procedure, the surgical tech reported a burning feeling while holding a clamp while the surgeon was using the plasmablade. Investigation conclusion: the reported issue was not confirmed. The pulsar failed the low-cut mode section of the power output test due to a defective rf circuit board. The low rf outputs for cut settings 3-5 cannot be directly attributed to damage from the dropped generator. Additionally, the allegation of user or customer injury could not be replicated in the laboratory environment. Replacing the rf circuit board would restore normal functionality. However, due to end of life strategies for older platforms, this generator has been designated to be scrapped. The two staff members were females in their (B)(6), not other information was provided. Patient and staff information incomplete and missing information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the surgeon was touching the plasmablade device to a metal clamp that was being held by or staff members. Two staff members reported pin size burns on there hands where the clamp was being held. The degree is unknown. No further details or interventions were provided. There was no adverse effect to the patient reported.